Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service representative (fsr) that "the new tank of helium failed the helium leak test. The biomed traced the issue to the helium regulator". No patient involvement reported. Additional information received stated that the helium regulator was replaced.

Manufacturer narrative:
(B)(4). The reported complaint of source side helium leak is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported by the field service representative (fsr) that "the new tank of helium failed the helium leak test. The biomed traced the issue to the helium regulator". No patient involvement reported. Additional information received stated that the helium regulator was replaced.